Event description:
The manufacturer received information alleging a ventilator was constantly alarming for an obstruction. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device failed a test step during testing. The device was found to be contaminated with dust. The device's blower assembly, bellows, machine flow sensor, muffler assembly and tubing were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Upon further review, this device was a repaired device and did not contain sound abatement foam that would be likely to cause or contribute to death or serious injury and is not in scope of res 88058. Therefore, there is no allegation of a reportable event associated with the device at this time.